Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brakes were worn. This bed is a rental unit and is subject to between pt inspections which includes the pm activities. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.